Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received state that the drill bit is split in two, in the whole center.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: according to the information received, "final cup is impacted, 6.5 screw is put and when the drill bit is made contact with the bone, it is split into two parts, the two pieces are removed (nothing remains in patient) another drill bit is used and procedure is completed without novelty". The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿source file - fw external novedad colsubsidio 122 colectivo 432756¿. The photo investigation revealed that the fluted tip of the 227456000, quickset 3.8 dimtr dr bit 25mm was broken, fragment cannot be observed on the provided photo. Multiple uses under extreme eccentric loading or an off axis drilling could result in premature bending or failure of the drill bit, therefore the potential cause could be attributed to unintended use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 227456000, quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary final cup is impacted, 6.5 screw is put and when the drill bit is made contact with the bone, it is split into two parts, the two pieces are removed (nothing remains in patient) another drill bit is used and procedure is completed without novelty. Equipment and affected bit are left marked on the equipment. The product was returned to medtech orthopaedics for evaluation. Visual examination of returned device revealed the tip broken from quickset 3.8 dimtr dr bit 25mm due to repeated use. Broken fragment was returned for evaluation. No additional damage was found on device surface. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3 added: b5

Event description:
Additional information was received: what part of the instrument was broken? The drill bit is split in two, in the whole center. Me.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> according to the information received, "final cup is impacted, 6.5 screw is put and when the drill bit is made contact with the bone, it is split into two parts, the two pieces are removed (nothing remains in patient) another drill bit is used and procedure is completed without novelty". The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿source file - fw external novedad colsubsidio 122 colectivo 432756¿. The photo investigation revealed that the fluted tip of the 227456000, quickset 3.8 dimtr dr bit 25mm was broken, fragment cannot be observed on the provided photo. Multiple uses under extreme eccentric loading or an off axis drilling could result in premature bending or failure of the drill bit, therefore the potential cause could be attributed to unintended use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 227456000, quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. D4: lot number n083715 is not available in ecm therefore added in unrecognized field. Follow up has been initiated to confirm it. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that as the final cup was being impacted, 6.5 screw was put in and when the drill bit made contact with the bone, it split into two parts. Both pieces were removed (nothing remained in patient) another drill bit was used and procedure was completed without delay.